Event description:
As reported, the sealant of 6/7f mynxgrip vascular closure device (vcd) was found fully inside the sleeve when the device was removed from the patient. Hemostasis was achieved by manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the mynxgrip was used in was a transfemoral cerebral angioplasty (tfca) with a retrograde approach. The deployer¿s was certified to the mynx device. The device was stored and prepped per the instructions for use (IFU). A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was visible. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. There were not multiple sheath exchanges. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2217904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, and h10. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of 6/7f mynxgrip vascular closure device (vcd) was found fully inside the sleeve when the device was removed from the patient. Hemostasis was achieved by manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the mynxgrip was used in was a transfemoral cerebral angioplasty (tfca) with a retrograde approach. The deployer¿s was certified to the mynx device. The device was stored and prepped per the instructions for use (IFU). A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer tube was visible. The user shuttled down completely. There was no significant resistance when shuttling down nor was unusual force applied when retracting the sheath. There were not multiple sheath exchanges. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The advancer tube was on the catheter shaft, and the sealant was observed covering the balloon proximal tip, abutting the advancer tube as received. The syringe was connected to the device with the stopcock open. The procedural sheath was not returned with the device. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f2217904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not conformed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.